Event description:
It was reported that the external pulse generator was returned for service due to being dropped and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the upper and lower cases as well as the atrial output connector were broken. Analysis also found that the battery drawer was broken, the ring, ring cover, both bails as well as both bail covers and three case screws were missing, the battery contacts were compressed and the keyboard was scratched. (B)(4).